Event description:
It was reported that a device experienced a keypad malfunction. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device evaluation confirmed the #5, #7, #8, #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #5 key will occur following the selected key's function (e.g. When the #1 key is pressed 15 will be displayed. When in alphabetic mode and the abc key is selected, am will be displayed, interfering with the (B)(4)). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.